Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal and distal portions of the lead were returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage and consequently it could not be determined if the full lead or partial lead was received. (B)(4)

Event description:
It was reported that the right ventricular lead dislodged during a double valve surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.